Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was observed during evaluation, but the cause could not be determined. The device was tested by bench handling, and functional stress testing, but the issue did not reoccur. As a result, the ECG shields were replaced as a precaution. No emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.